Event description:
It has been reported to co that during the procedure this device leaked. Reportedly." Dye sprayed out between the strain relief and the hub" the device was removed and replaced. The patient is reported as fine and the device is being returned for co's analysis.